Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot#: (B)(6), h3: product analysis: s/n: (B)(6) found that no fault found and working as intended. H3: product analysis s/n: (B)(6) found that no fault found and working as intended. H3: product analysis s/n: (B)(6) found that device had worn fuse decal, a missing outer shroud, a chipped lid, a broken standoff, and an electrode check failure due to a defective afe pcba with broken electrode pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device had out of calibration issue and intermittent not connecting to bluetooth and broken back cable falling out of bluetooth the hard-wired connection. There is no known patient impact.

Manufacturer narrative:
H6: additional information suggest that d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.